Manufacturer narrative:
Preliminary analysis revealed that the reported issue most probably resulted from the wear of a component of from a mechanical shock.

Event description:
Reportedly, the connector at the back of the home monitor is damaged and no longer properly attached. Preliminary analysis revealed that the reported issue most probably resulted from the wear of a component of from a mechanical shock.

Manufacturer narrative:
Expertise of the subject home monitor confirmed the reported behavior and revealed that the power supply connector was broken. The root cause of this issue could not be determined; however, it could result from the wear of that component or from a mechanical shock.

Event description:
Reportedly, the connector at the back of the home monitor is damaged and no longer properly attached.